Manufacturer narrative:
(B)(4).

Event description:
Information received from the healthcare professional's (hcp's) office stated that the intrathecal baclofen's lot number was cs0092; this lot # indicates that the baclofen was lioresal. The daily dose was 155.17 and the concentration was 500. The intrathecal baclofen therapy was ongoing; no start date was provided. At the time of the event, the patient was also being treated with claritin (10 mg-as needed (prn)), dulcolax (10mg-prn), zofran (4 mg-prn), and miralax-prn. The intervention/action taken to resolve the loss of muscle tone was that the hcp tried to decrease the dose. The loss of muscle tone had not been resolved, and it was not related to the pump. A follow-up reported will be sent if additional information is provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4)

Event description:
A consumer reported that the patient was having fainting spells and increased spasticity, which had been going on for a couple of weeks. The patient was also having bowel incontinence. The patient saw their neurologist and a magnetic resonance imaging (MRI) was done to rule out seizures and to see what might be going on. The event was noted to be attributed to drug effects. The dose was decreased, with improvement, but increased the patient's spasticity. Additional information was received from a consumer. Last year (2014), the patient had lost all muscle tone and could no longer move her upper or lower extremities nor could they bear their own weight or help with transfer. The reporter stated it's like she's paralyzed and is dead weight. The patient was not spastic but had no muscle tone. The patient used to be weight bearing and was able to assist with activities of daily living (adls). The concerns had been reviewed with the pump doctor and the patient was told that it was likely due to advancing disease as the patient was nearing 50 years old and had cerebral palsy. The patient also had a history of botox injections from over a year ago. The current dose was baclofen 133.95mcg/day and the reporter stated that the patient had been on a steady dose for years. The concomitant drugs were unknown.